Manufacturer narrative:
Additional information pt. Info.: unknown/not provided. Date of event: the exact date is unknown, the best estimate is between (B)(6) 2022. If implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not explanted. Initial reporter name and address: first/given name: unknown/not provided. The device has not returned for evaluation. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that the surgeon was unable to get the inserter tip into the incision. There was contact with the eye but the iol was not implanted. Through follow-up information received the customer stated that the lens was damaged. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: apr 20, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was received stuck inside of the handpiece and that it was overridden by the plunger rod. The handpiece was disassembled and the assembly was inspected; no assembly issues were identified. The lens was removed however, it came out damaged. The lens was cleaned and, the optic body was torn, the haptic was detached, and lens damage could be identified. A product quality deficiency could not be determined. Conclusion: the complaint issue "dc-cartridge tip cracked/damaged and dc-lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.